Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer report number 2017865-2021-26144. It was reported that the patient presented in clinic for a follow up. Interrogation showed their right atrial (ra) and right ventricular (rv) leads were over-sensing noise causing automatic mode switch (ams) episodes. The patient was asymptomatic. No changes were made.